Event description:
A user facility reported that the connector shattered on an lma when the mask was being used in a pt. Although there was no pt injury or problem, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The user facility has been reprocessing their lmas with a cleaning agent not recommended in the lma labeling. The user facility has been requested to return the lma to the MFR for evaluation.